Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable plug was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors would not power up and there was a problem with the plug. No pt injury was reported.